Event description:
The manufacturer was informed of the following event through received mantra study database. Based on the information received, on 12 dec 2022, small perceval plus valve was implanted in the patient. The surgical approach was mini thoracotomy and there was no concomitant procedure performed. The site reported asystole on (B)(6) 2022 which led to 12 seconds of cardiac massage. Furthermore, a conduction disturbance that started on (B)(6) 2022 was also reported which required a temporary pacemaker to be inserted. Based on the information received, a permanent pacemaker was eventually implanted on (B)(6) 2022 to address the complete av block. The outcome was indicated as recovered/resolved. Based on the information available in the database, patient had a history of arrhythmia (sinus arrhythmia), cardiac conduction disorder, stroke, and peripheral vascular disease (carotid artery disease).

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive root cause on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU. Device remained implanted.